Manufacturer narrative:
A sample is pending return for analysis. A skin preparation was not used prior to drape application. It is also unknown if the drape was applied under tension. End of report.

Event description:
A materials manager reported that a patient allegedly experienced a 5cm x 1.5cm full thickness arm skin tear from a 3m¿ steri-drape¿ large towel drape with minimal bleeding that resolved with pressure. The surgeon subsequently reapplied the skin with skin glue, and the wound is improving. A skin preparation was applied post 3m¿ steri-drape¿ large towel drape application. No other products were applied prior to the application of the drape.

Manufacturer narrative:
H10: 3m has investigated and identified the liner on the adhesive component of the affected drapes is difficult to remove without damaging the product and may render the product unusable. Additionally, 3m has observed an increase in reported adhesive related skin injuries for these affected lots, although the acceptance for the device was met upon product release, the adhesive component may not meet 3m's performance criteria throughout product shelf life. 3m requests customers cease use of the product and quarantine it for destruction/disposal. 3m has initiated a voluntary recall of select models and lots of 3m¿ steri-drape¿ surgical drapes distributed between october 29, 2021 - august 25, 2022. Corrective action will be taken for this issue and will continue to monitor.